Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected occlusions or insulin flow blocked alarm during testing noted. However, pump error 63 alarm during self test and confirmed in history file due to broken trace at keypad assembly (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons was worn out. Insulin pump received no delivery alarms. Rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.